Manufacturer narrative:
Device not being returned.

Event description:
It was reported that the needle broke off in the patient during the procedure. There was no medical intervention, no significant clinical delay, no adverse consequences to the patient, and the procedure was completed successfully.